Event description:
Tss survivor [toxic shock syndrome]. Case description: a consumer reported that they, an adult female age unspecified, used tampax tampon, super unscented tampon and/or tampax tampon, version/absorbency/scent unknown, unspecified total daily uses, and reported the following: contracted tss while using tampax/tss survivor. The case outcome was recovered. The consumer has discontinued use of the product. Other product used previously without incident: yes, tampax user for over 30 years. No further information was provided.

Manufacturer narrative:
Lot number was provided by consumer by email contact and product requested but not received to date. Batch retain investigation pending receipt of requested product sample. Reason that the device has not been evaluated by the manufacturer: (B)(4).